Manufacturer narrative:
An investigation of the microlet lancets was performed at the supplier site, (B)(4). Upon investigation, it was found that during the production phase, raw needles are separated from the finished product (needles in plastic moulding) by a separator, which has a vibrating drum with hole/slots. The probable cause of raw needles not being separated from the finished product could be plastic particles, which were deposited in the holes/slots and thus prevented proper operation of the separator. In order to increase the efficiency of separation of needles, a grate has been added during the production phase which prevents the reintroduction of raw needles into the finished product.

Manufacturer narrative:
The hcp working at the same location as the patient (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight were not provided. The model # (d4) was not provided.

Event description:
A health care professional (hcp) from canada called on behalf of the other hcp to report that she was demonstrating a brand new meter to the customer. While showing the lancets, the hcp accidentally pricked herself with the needle as it was between the box of lancets with no protective cover. The hcp put a band-aid on the injured finger. No medical attention was required. The hcp was advised to return the device for evaluation.